Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occur. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that the pump volume was too low even after verifying that the volume settings were set to high. Customer's blood glucose level ranged from 130 mg/dl to 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.